Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. The water temperature of t4 was around 4-6 degree celsius. But the water temperature of t1 was not cold. Replaced mixing pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate was low in arctic sun device. Per follow up information received via email on 24jun2024, they repaired the device on the customer site. The issue was low flow rate and the issue was resolved. Replaced a circulation pump. They tested the device, but they found cooling malfunction and replaced a mixing pump. Then, the device worked normally.

Event description:
It was reported that the flow rate was low in arctic sun device. Per follow up information received via email on 24jun2024, they repaired the device on the customer site. The issue was low flow rate and the issue was resolved. Replaced a circulation pump. They tested the device, but they found cooling malfunction and replaced a mixing pump. Then, the device worked normally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.